Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (mlad). Pre-dilation was performed using a 2.50 x 20 mm balloon catheter, followed by the advancement of a 2.50mm x 12mm nc emrge balloon catheter for dilatation. During the procedure, the balloon ruptured, causing damage to the protector tip. The procedure was completed with another of same device. No patient complications were reported, and the patient remained stable and in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.